Manufacturer narrative:
(B) (4).

Event description:
The patient has a potential csf leak and was having spinal headaches. There was 200 cc of fluid in the pocket around the pump after implant. The patient was developing one over the catheter in the kidney area. The pump was replaced; the catheter was not. The patient was on oral medication. Additional information has been requested, a follow-up report will be sent if additional information becomes available.